Event description:
The customer reported that the users damaged device and requested the part numbers/prices for the damaged parts; paddle tray with handle and [leads] EKG [ECG] port. Noting that pins from a pads cable were broken off inside the ECG in port. No patient involvement was reported.